Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during dwell four of four of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. The hp stated that the leak was on the patient line about 8 feet away from the connection. The patient line looks like had a crack thus resulting the leak. Renal therapy services assisted the hp in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.